Event description:
Information received by medtronic indicated that the insulin pump alarmed an unknown error. Customer reported they were able to clear the alarm. The customer was assisted with troubleshooting. Customer stated they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged low reservoir anomaly and e/a alarm unspecified found on june 14, 2022. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. No pump errors, unexpected alarms, or low reservoir anomalies were not observed during testing. Successfully downloaded history files and traces using thus. Pump error 130 was found in the alarm history of the device on the event date at 12:33, 13:41, and 14:08 due to dried insulin on the motor slide. No low reservoir alert was found on or near the event date in the history files. Device was cut open to perform visual inspection and found dried insulin on the motor slide; physical damage on the harness vibrator assembly and the traces inside the motor; and moisture on electrical board. The motor was removed from the device to be tested on the ngp board test. The motor functioned properly during the ngp board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. Device passed full functional test. E/a alarm unspecified confirmed to be pump error 130. Pump error 130 confirmed in the alarm history of the device on the event date at 12:33, 13:41, and 14:08 due to dried insulin on the motor slide. Low reservoir was not confirmed during testing or in the history files. Exposed to moisture confirmed on electrical board medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.